Event description:
The reporter sated that the device result was 147mg/dl and about 2.1/2 hrs later he passed out. He said that he was taken to the hosp and given insulin after his glucose was checked at >400mg/dl. The device was replaced and requested to be returned for evaluation.